Event description:
It was reported that the power button led illuminated but the device failed to boot up upon pressing the power button. The issue was found during incoming device biomed testing. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device at the failure analysis center and was unable to duplicate the reported issue. Extensive testing observed proper device operation through functional and performance testing and found no failures. A replacement device was provided to the customer.